Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. There was no reported adverse impact to the customer's blood glucose level.